Event description:
It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed in an enteral feeding replacement procedure in 2007. According to the complainant, approximately one week after placement, the locking adapter was chipped. Another corflo cubby low profile gastrostomy device was used to replace this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
A visual examination of the returned device confirmed there is a crack in the locking mechanism. The cause of this malfunction is undermined. A review of the device history record for the pertinent lot was performed; no anomalies related to the reported complaint were noted.